Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient had been admitted to the hospital with blood glucose (bg) level of 429 mg/dl on (B)(6) 2012. The patient was reported to have started 'feeling bad' at approximately 3:00 am on (B)(6) 2012 with nausea, dizziness and it was described that 'he looked green' at 12:00 pm. The patient reportedly began vomiting at 12:00 pm that day. It was reported that the patient was positive for ketones of an unknown measurement. The reporter stated that the patient was thought to have changed the infusion site in the morning on (B)(6) 2012. The reporter claimed the patient does tend to have high bg at times and a measurement of 429 mg/dl is not unusual for the patient; however, with associated vomiting, the patient's protocol is to be taken to the hospital. The patient was an inpatient at the time of the call to animas and hospital treatment was not described. The pump was not being returned to animas at the conclusion of the call. During troubleshooting with animas customer technical support (acts), the patient stated he removed the pump the night of (B)(6) 2012 after he was unable to prime the pump. The pump history revealed that the patient had not bolused since (B)(6) 2012 at 5:59 pm and the pump was removed from the patient on (B)(6) 2012 at 10:58 pm by the patient. The patient reportedly began insulin delivery via syringe. The patient's bg levels are unknown from that time forward until hospitalization. Review of the pump history during troubleshooting revealed that the patient had not been bolusing with the pump or using the ez-carb feature as he should have and then removed the pump. It was unknown if the patient was counting carbohydrates properly and administering the correct boluses. No allegation regarding pump malfunction was made by the reporter other than the mention that he could not prime the pump. This complaint is being reported because the patient experienced elevated blood glucose and associated symptoms suggestive of hyperglycemia. The patient was hospitalized as a result of not administering insulin boluses as needed via the pump and subsequently discontinuing insulin pump therapy without being instructed to do so by a healthcare provider. The patient's diabetes management regimen after discontinuation of the insulin is unclear.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box showed that the last basal delivery occurred at 9:21 pm on (B)(6) 2012 and deliveries were not resumed after that time; the pump showed a empty cartridge alarm which remained unconfirmed for 3 days. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Periodic boluses were performed and were confirmed to be correctly recorded in the pump history. An empty cartridge alarm was stimulated and the pump emitted the appropriate audible and visual alert. No delivery related defects were found during testing.